Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. Repeats of the same sample were run on the same instrument and an alternate analyzer and a negative result was obtained and confirmed. Patient treatment was not altered on the basis of the elevated troponin I result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.